Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Complaint confirmed. The evaluation of the device confirmed a broken needle point and a buckled needle. The typical cause for the buckled needle and broken needle point would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair, the tip of the fastpass scorpion needle broke off during the second pass of the needle and remained un-retrieved in the patient shoulder soft tissue . An attempt was made to remove the tip fragment. The case was then completed using a standard arthroscopy speed bridge construction without the need for any additional incisions. An x-ray was taken after the repair was complete and the position of the fastpass needle tip remained unchanged in the patient shoulder. The patient was brought into recovery in stable condition, and then released as scheduled with no second surgery planned.